Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Patient plan had been loaded and checked on february 8th. Patient folder was then opened on date of surgery, february 9th. Folder had 3 MRI's as well as the planned trajectories. Patient had bone fiducials placed and a CT scan taken. CT scan was uploaded by usb and merged successfully with MRI. Rosa then failed to connect when beginning registration. Upon system restart, patient folder was not seen as an option to open in rosa. From maintenance user, patient folder was seen in file explorer. Patient folder was transferred to a usb and then attempted to be imported again. Import failed and a 'corrupt file' error was given. Patient folder was transferred to maintenance desktop, then transferred back to usb. Usb was then used to import into rosa and was successful.

Manufacturer narrative:
Investigation was updated: a full analysis of the data logs has been performed and this analysis concluded that: a shutdown of the software occurred and was the result of a crash, the root cause remains unknown. A known software anomaly was at the origin of the second event : the exam loaded during the event caused the patient folder disappearance from the menu list due to the missing field series date. This software anomaly will be addressed through our design issues management process.

Event description:
Patient plan has been loaded and checked on february 8th. Patient folder was then opened on date of surgery, february 9th. Folder had 3 MRI's as well as the planned trajectories. Patient had bone fiducials placed and a CT scan taken. CT scan was uploaded by usb and merged successfully with MRI. Rosa then failed to connect when beginning registration. Upon system restart, patient folder was not seen as an option to open in rosa. From maintenance user, patient folder was seen in file explorer. Patient folder was transferred to a usb and then attempted to be imported again. Import failed and a 'corrupt file' error was given. Patient folder was transferred to maintenance desktop, then transferred back to usb. Usb was then used to import into rosa and was successful.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the exam loaded during the event caused the patient folder disappearance from the menu list due to the missing field series date. This software anomaly will be addressed through our design issues management process.

Event description:
Patient plan has been loaded and checked on february 8th. Patient folder was then opened on date of surgery, february 9th. Folder had 3 MRI's as well as the planned trajectories. Patient had bone fiducials placed and a CT scan taken. CT scan was uploaded by usb and merged successfully with MRI. Rosa then failed to connect when beginning registration. Upon system restart, patient folder was not seen as an option to open in rosa. From maintenance user, patient folder was seen in file explorer. Patient folder was transferred to a usb and then attempted to be imported again. Import failed and a 'corrupt file' error was given. Patient folder was transferred to maintenance desktop, then transferred back to usb. Usb was then used to import into rosa and was successful.